Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device but the customer is unsure if they will be repairing the device at this time. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Event description:
The customer reported that the keypad on their device was not functioning. The only button that worked was reported to be the on button. There was no patient use associated with the reported event.